Manufacturer narrative:
G4:26jan2021. B4:08jan2021. D4: UDI#:(B)(4). During investigation of a returned faulty touchscreen, the failure investigation technician discovered a restart issue associated with the user interface (ui) printed circuit board. Visual inspection of the touchscreen found no scratching or other damage. Test ventilator with returned touchscreen responds to all button presses, and is able to cancel alarms. The customer complaint cannot be verified. Visual inspection of the ui board found no anomalies noted. The failure investigation technician did the restart test and cannot be verified. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30dec2020. B4:31dec2020 . The engineer confirmed when any alarm occurs; the equipment does not allow to silence or cancel it. It was determined to be a defective touchscreen. The unit was sent in for bench repair. The bench repair technician replaced the touchscreen, user interface (ui) board, and printed circuit assembly (pca) to resolve the reported issue. The air filter and fan filter were also replaced. After this repair, the unit was confirmed to be operating within the manufacturer's specifications and was returned to the customer. An evaluation will be performed if the removed component is received, and an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported to philips that the unit does not allow the user to cancel the alarms on the screen. The device was reported to be in clinical use at the time the reported issue was discovered. However, there was no reported patient or user harm.